Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic feeling unwell. The patient was lost to follow up. Upon attempt interrogation, the pulse generator could not be interrogated. The device exhibited output anomaly. The device was explanted and replaced. The patient experienced no adverse consequences.